Manufacturer narrative:
Conclusion: the device was returned with the cannula cap detached from the cannula tabs and missing. Upon evaluation, the instrument was functionally tested and it worked as intended. It is possible that the cannula cap detached due to excessive forces applied to the device during use. After testing, device was disassembled and no damages were found on the internal components; indication of excessive forces could have being noted on the cap that was not returned for analysis.

Manufacturer narrative:
Conclusion: the device was returned with the cannula cap detached from the cannula tabs and missing. Upon evaluation, the instrument was functionally tested and it worked as intended. It is possible that the cannula cap detached due to excessive forces applied to the device during use. After testing, device was disassembled and no damages were found on the internal components; indication of excessive forces could have being noted on the cap that was not returned for analysis. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent laparoscopic hernia repair on (B)(6) 2015 and absorbable straps were used. During the procedure, the white tip of the device dislodged and fell off the shaft and into the patient. The tip was retrieved quickly using forceps. The procedure was completed using a like device. There were no adverse patient consequences reported.